Event description:
During surgical procedure (laparoscopic supracervical hysterectomy) covidien ligasure device would not work. There was an error on the generator - "seal interrupted." The following was noted: it beeped twice. A new product was opened. It worked and case was completed without patient issue.